Event description:
It was reported the patient presented for an aveir leadless pacemaker implant. During the procedure, the pacemaker's helix was stretched after getting caught on a sterile towel outside the patient's body. The pacemaker was exchanged, and the procedure was completed without further issue. The patient was stable.

Manufacturer narrative:
The reported complaint of stretched helix was confirmed. Visual inspection was performed, and the outer helix length was stretched consistent with damage during implant procedure. No other anomaly was noted on the device.